Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that over the weekend, an out of regulation (oor) message was seen on the patient programmer when the patient was trying to adjust his settings. The patient noted that he has had a couple of falls in (B)(6) 2016, but he has always had falls. An impedance test was performed and no impedance anomalies were observed. The rep reported seeing "xxx" at the beginning of the report but reported that the patient was programmed in cv mode. Another impedance test was attempted and resulted in a message saying "delivered amp may be lower than the selected amp for the program... Change to voltage mode". It was noted that the patient experienced a sudden return and worsening of symptoms. Impedances were tested at 1.5v and resulted in c and 0=9668ohms, c and 1=1798ohms, c and 2=4917ohms, c and 3=6493ohms, 0 and 1=10,596ohms, 0 and 2=13,794ohms, 0 and 3=15,136ohms, 1 and 2=5375ohms, 1 and 3=7568ohms, and 2 and 3=9437ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.